Event description:
A (B)(6) male pt with nstemi and two vessel coronary heart disease underwent fractional flow reserve (ffr) measurement to the proximal left anterior descending artery (lad). A pressurewire certus was inserted through the radial access and a 6f xb cordis guiding catheter to the mid lad. The floppy tip of the pressurewire tracked into a small lateral branch and then became fixed with no further movement or manipulation. Multiple attempts were made by the physician to remove the guidewire which was finally removed form the vessel. When the pressurewire certus was pulled back, the floppy tip tore off and remained in the vessel. The pt underwent bypass surgery and remained stable during and after the operation. The surgeon commented that the remainder of the guidewire was difficult to remove.